Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent had detached from the device and was damaged at one end. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and dislodgement occurred. A 3.00 mm x 16 mm promus element plus drug eluting stent was damaged and detached from the delivery device. No patient complications were reported.

Event description:
It was reported that stent damage and dislodgement occurred. A 3.00 mm x 16 mm promus element¿ plus drug eluting stent was damaged and detached from the delivery device. No patient complications were reported.